Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized due to throwing up for thirty hours. Customer was dehydrated and an x-ray due to possible blockage. Customer reported that insulin pump may have been exposed to x-ray. Customer reported that basal rates were deleted and insulin pump only had a.m settings and not p.m settings. Customer called for assistance with settings and entering basal rates. Customer's blood glucose was 79 mg/dl. Customer declined troubleshooting or giving further hospitalization information. Customer received assistance with settings.